Event description:
Customer reported that her insulin pump is not working after replacing the battery. The customer's blood glucose was 163 mg/dl at the time of the call. Troubleshooting did not find any significant events leading to the the insulin pump's failure. Customer inserted new aaa alkaline battery and stated the display on her insulin pump has returned. The customer is advised that we would ship a replacement battery cap to rule out any possible issues with the battery cap. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.